Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The instruments autoloader cassette assembly was intermittently stopping when the leak was noticed. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) noticed a leak and that the instrument was giving 'cassette did not advance on bed 'errors. The fse found a hole in the tubing through pinch valve pv7. He replaced the tubing and the instrument ran without any leaks. (B)(4).